Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
At follow-up, low sensing and t-wave oversensing were observed. The lead was explanted.